Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing insufficient pain relief. The patient underwent a revision procedure wherein the ipg was replaced and new leads were added.